Event description:
Reportedly, on the implantation day on (B)(6) 2012, some t-wave induction tests were performed without success (vf not induced). Some other 30hz induction tests were performed, but burst pacing was stopped. Further induction tests were performed without success. The device was anyway implanted. An explanation was required.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.